Manufacturer narrative:
Concomitant medical product: programmer model 3037 serial# (B)(4) lead model 3889-33 lot# v728629 implanted: (B)(6) 2011 explanted: na.

Event description:
It was reported that the patient's implantable neurostimulator(ins) unexpectedly stopped working, while stimulation was on. It was noted that there was no event paired with the occurrence. Additional information has been requested, but was not available as of the date of this report.